Manufacturer narrative:
Insulin pump was received with critical pump error (open book image) alarm during testing due to moisture damage on electronic assembly. Unit was received with cracked case at corner of the belt clip rails, cracked case along the side of the battery tube and faded serial number label.

Event description:
The customer reported via phone call that device fell into the river and it does not turn on now. Reservoir is able to lock into place. The customer¿s blood glucose level at the time of the incident is 180 mg/dl. No further details or information available. The device will be returned for analysis.